Event description:
Provider states that the battery terminals are worn out and not connecting therefore the scooter will shut off. Provider states that they can shake the battery box and it will go again for a short time before cutting off.